Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported multiple, intermittent occlusion alarms. The customer has tried various site locations, infusion sets and insulin types. The customer declined to state if the blood glucose level was impacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.